Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The third patient sample also had discrepant chloride electrode results. The samples were repeated due to a doctor questioning the results. The first sample initially resulted in a sodium value of 130.9 mmol/l and it was automatically repeated by the analyzer, resulting as 143.0 mmol/l. The original value was deemed correct. The second sample initially resulted in a sodium value of 152.2 mmol/l and it repeated on a second analyzer as 141.7 mmol/l. The repeat value was deemed correct. The third sample initially resulted in a sodium value of 153 mmol/l and it repeated on a second analyzer as 138 mmol/l. This sample initially resulted in a chloride value of 113 mmol/l and it repeated on a second analyzer as 102.1 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The sodium electrode lot number was dnw85, with an expiration date of 10-mar-2026. The chloride electrode lot number was drb68, with an expiration date of 10-jan-2026. The field service engineer found a clogged sipper nozzle. The customer ran flow path cleaning. The sipper probe and dilution vessel were cleaned. Precision studies were performed and there were no issues. The investigation determined the service actions resolved the issue.